Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacture for evaluation and the reported complaint could not be duplicated in run in test in service center. The following reportable error codes were logged in the error log: 68, 101, 103, 104, 177, 201, 203, 204 and e-65535. The main pca was replaced as preventative maintenance.